Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was prophylactically explanted and replaced due to the advisory.

Event description:
New information received notes that the device was not explanted due to the advisory. The patient was stable before, during, and after the procedure.